Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to inflate and deflate on the day of use.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way temp sensing catheter with inlet tubing. Visual inspection of the sample noted 1 three-way temp sensing catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon rested for 30 minutes without leaks and passively deflated in 2 minute 05 seconds without issue or cuffing, returning 10ml of solution. The balloon was dissected to find the inflation notch was completely perforated. The reported issue could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to inflate and deflate on the day of use.